Event description:
Got all the symptoms of tss [toxic shock syndrome]. Managed to leave in a tampax inside me from (B)(6) 2025 [foreign body in reproductive tract]. Disintegrate - tampax tampon [device breakage]. Nausea [nausea]. Leave in a tampax inside me from (B)(6) 2025. I discovered it only last week ((B)(6) 2025) [device use issue]. Case narrative: consumer reported via e-mail that the tampon was left inside vagina since april. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.